Event description:
The biomed reports that an incident occurred during a procedure where a autosuture endoshear was in use. The o.r. Staff suspects that the generator self-activated. The generator was set at 30 watts coag and one watt cut. During the procedure the mammary artery or vein was severed and the pt lost 750cc of blood requiring a transfusion of two units. Open thoracotomy was performed to control hemorrhage; the pt is doing fine. Add'l info: the endoshears were bent and the bend may have caused insulation damage. The surgeon saw "sparking" and the esu output tone alarmed at that point. Both footswitches will also be returned for evaluation.